Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event occurred with multiple patients but specific details on the patients were not provided. The baseline gender was even between male and female/age characteristic was 15 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: case series of late lead dislodgement of medtronic select secure 3830 pacing leads in growing pediatric patients. European heart journal - case reports. Doi:10.1093/ehjcr/ytaa545. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding late lead dislodgement in growing pediatric patients. The article reports two patients whose leads exhibited loss of ventricular capture and were found to have dislodged into the right atrium. The leads were explanted and replaced. No patient complications have been reported as a result of this event.